Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. Imagery of the device was provided. It was observed that the liner was torn at the distal end. Imagery of the patient's anatomy was provided and it was observed that tortuosity was present at the access vessels. The device was returned for evaluation. Upon inspection, the esheath tip opened as designed. The liner was expanded but torn 22 cm in length from the distal tip, and 1 cm in length 8.5 cm from the strain relief. A liner strand and a hdpe strand were observed. The liner was found to be partially delaminated. Due to the nature of the complaint (liner expanded but torn, and sheath damaged), no applicable functional testing was able to be performed. The complaint for the liner tear was confirmed based on evaluation of the returned device. Available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, withdrawal of an altered balloon profile) likely contributed to the event, as the commander delivery system balloon was burst during deployment, and provided imagery indicated presence of tortuosity (figure 9). Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Furthermore, vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval, especially if compounded with an altered balloon profile. The liner strands and sheath damage were identified via observation of the returned device. Per information provided, the commander balloon burst during deployment and then, withdrawal difficulties arose. If additional device manipulation was performed to overcome the experienced withdrawal difficulty, it may exacerbate the negative interaction between the burst balloon and sheath shaft and/or liner, contributing to the observed strands on the sheath shaft and liner, especially if compounded with non-coaxial alignment due to vessel tortuosity. On the other hand, it was reported that the physician cut the sheath in order to retrieve the missing balloon material on the back table, which could also contribute to the observed sheath/liner damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation, non-coaxial withdrawal, withdrawal of an altered balloon profile) may have contributed to the sheath damage and liner strands observed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, a 20mm edwards sapien 3 ultra transcatheter heart valve was successfully implanted in the aortic position within a non-edwards surgical valve by transfemoral approach. During valve deployment, the balloon of the commander delivery system ruptured, resulting in incomplete expansion of the transcatheter valve. To address this, the commander system was retrieved and a true dilatation balloon was used to fully expand the sapien valve. Upon retrieval of the commander delivery system, the distal portion of the balloon was found to be torn and lodged within the 14f esheath+. The esheath was cut to recover the balloon fragment, which was located in the proximal section and successfully removed. Minor damage was also noted on the tip of the esheath. Despite these complications, no patient injury occurred and the patient remained stable throughout the procedure and was reported to be in stable condition post-implantation. Per pre-deco evaluation performed, one liner strand at 9.5cm from esheath+ strain relief and one sheath shaft material strand at 9.5cm from strain relief were observed.